Event description:
It was reported the patient felt the ipg was pressing on her spine or moving around. Follow up with the patient found the patient had several instances where the ipg felt uncomfortably warm while the stimulation was turned on. The patient reported she had turned the system off when it happened. It was reported the issue was not related to charging. The sjm representative met with the patient and advised the patient to notify the physician if the issue persisted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.